Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified the shield breaking off from the product. The following information was provided by the initial reporter. The customer stated: it was reported that the cap broke off. "The entire cap broke off this one. It is bd vacutainer eclipse 22g.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified the shield breaking off from the product. The following information was provided by the initial reporter. The customer stated: it was reported that the cap broke off. "The entire cap broke off this one. It is bd vacutainer eclipse 22g."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub/collar separation. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through corrective and preventive actions CAPA 1277214.